Event description:
Physician was performing an angiographic procedure. Before doing an injection, the physician normally aspirates the catheter to verify that clots had not formed. Since he could not aspirate, he removed the catheter from the pt and subsequently flushed a thrombus from the lumen. There was no pt injury.